Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient implanted with this device passed away at home. It was reported that the patient woke up and died at home. The cause of death was unknown; therefore, the relationship of the death to the device could not be refuted. A review of information from the clinical study database indicated the patient's primary rhythm disease was first degree av block. The patient's associated diseases included hypertension and peripheral artery disease. The patient's medications included antiarrhythmics, antiplatelets, beta blockers, statins, and calcium antagonists. Boston scientific received additional information about this patient's death. The final diagnosis which caused death was reported as cardio respiratory arrest. No autopsy was performed. The device was not interrogated post-mortem.